Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure using a lantern delivery microcatheter (lantern), the distal tip of the lantern was stretched upon removal from the packaging. The damage to the lantern was found prior to use and therefore, it was not used in the procedure. The procedure was completed using another lantern.

Manufacturer narrative:
Results: the returned lantern delivery microcatheter (lantern) was fractured at approximately 134.0 cm from the hub. Stretching was observed at the site of the fracture. The fractured distal segment was returned on the shaping mandrel. Conclusions: evaluation of the returned lantern revealed a stretched and fractured device. The fractured distal portion of the lantern was returned on the shaping mandrel. If the distal tip of the lantern was forcefully gripped during removal of the device from its shaping mandrel, the device may become stretched and then fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.